Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). The complainant indicated that the device is implanted and the device is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was implanted during an anterior and posterior vaginal wall mesh procedure performed on (B)(6) 2017. According to the complainant, one day after the procedure, the patient underwent a blood transfusion due to arteriovenous injury. Reportedly, the patient was cured after treatment.